Manufacturer narrative:
B5: upon follow up, it was reported that the patient's cloudy effluent persisted. The patient was treated with meropenem (intravenously and intra-abdominal, for 25 days, ongoing). At the time of this report, the patient remained hospitalized. The patient's pd catheter was removed and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the cloudy effluent occurred on an unspecified date reported as 1 month ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events were not reported. It was reported that the patient was hospitalized for the event and was treated with meronem (intraperitoneally and intravenously) for the event. It was reported that the patient was recovered from abdominal pain and was recovering from cloudy effluent. Physioneal therapy was ongoing. No additional information is available.